Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were overfilled. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were overfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 02-oct-2025 investigation summary bd received 823 samples and 3 photos for investigation. Out of the 823 returned samples, all were visually inspected with no issues identified. The photos were evaluated and showed no signs of overfill. A functional test was performed on 10 of these returned samples, and all tubes were found to be within specification limits. Additionally, 100 retained samples were visually inspected with no issues identified. A functional test was also performed on 10 retained samples, and all tubes met the specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.